Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, which has a damaged distal tip. Data downloaded from the device indicates an 0x6a occlusion alarm occurred during the run. No damages or defects were found that would definitively cause an occlusion to occur. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. The formed needle was found to be dented where it would normally sit horizontally in the slide retract. Excessive plastic was noted on the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle. The customer reports pain during needle insertion. As the needle did not retract from the customer's skin after deploying, it can be expected that the customer may have experienced additional discomfort.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient wore the pod between 4 and 24 hours. After patient complained of pain and itching at the infusion site, patient's father found the needle had not retracted on the pod; this indicates a needle mechanism failure occurred.